Event description:
It was reported that during a pta treatment procedure to dilate a lesion in a dialysis graft, the balloon detached. The physician had attempted to diliate the lesion when the balloon ruptured and then detached from the catheter. The catheter was withdrawn, but the balloon material remained in the dialysis graft. Retrieval attempts were made with a 15 mm snare, but were unsuccessful. A permacath was placed as a dialysis access site. The patient was released from the hosptial as the physician felt there was no potential for the balloon material to enter the patient's general circulatory system. Several days later the patient returned to the hospital as an outpatient for successful retrieval of the balloon material using alligator forceps. The patient is reported as 'fine' and in stable condition following these procedures.